Event description:
Egd (esophagogastroduodenoscopy) bravo capsule placement performed. Capsule detached after deployed and attached and the patient inhaled the capsule. The patient had to be intubated, transported to main endoscopy for a bronchoscopy. The foreign body was removed by pulmonologist. Discharge was delayed.